Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The device was received with the luer-lock fitting of the syringe fractured and two pieces of material broken off. A new syringe was used to inflate the balloon, pressure was maintained and the device performed as intended. Based on the information provided and the investigation performed, the root cause of the broken syringe could not be conclusively determined. The review of the lhr (lot f1423103) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: possible failure to deploy, not completely clear, manual compression was applied for 30 minutes or less. No further information is available at this time. Procedure type: diagnostic sheath size: 5f.